Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a protruded/loose drive support disk. The device had scratched display window.

Event description:
The customer reported that the insulin pump alarmed while priming, and the drive support cap was protruded. The blood glucose reading was 140mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.